Event description:
N/a

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp)showed electrical failure 50 , stop using it immediately, there was no personnel injury that occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6). A getinge field engineer (fse) had evaluated the unit and found on 2023-5-19, equipment inspection, motor failure, shock absorber breakage, equipment noise is too loud. 2023-6-1, submit the equipment maintenance plan contract. 2023-6-16, complete the installation of equipment accessories.

Event description:
N/a.